Manufacturer narrative:
H3 other text : device serviced by a third-party service center.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient¿s health was deteriorating and always been tired and also suffering from shortness of breath. During the evaluation of the device at the third party service center, the device was visually inspected and visible foam particles were observed. Also, dirt was found in contamination findings. The device was scrapped and the patient¿s complaint was not confirmed. The device's event log was reviewed by the service center and no error code found. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.